Event description:
A reprocessed stryker harmonic ace +7 shears (ref harh36, lot# 15646646) was working initially, but started giving an error message to "lessen pressure on blade". The blade was cleaned and the instrument was reseated on the cord, but continued to get an error. The harmonic ace was replaced with another reprocessed one, which worked without incident for the remainder of the case.